Event description:
Medical intervention and hospitalization for severe swelling after off-label bellafill injection in the cheeks. Per patient she resolved 5 days after onset.

Manufacturer narrative:
Medical intervention and hospitalization for severe swelling after off-label bellafill injection in the cheeks. Per patient she resolved 5 days after onset. Per patient: she has had bellafill dermal filler previously with no issues. Injection date was (B)(6) 2023 and severe swelling occurred that evening. She went to the hospital on (B)(6) 2023 and received IV steroids, prednisone pack, and benedryl. She resolved 5 days after onset (B)(6) 2023. Bellafill provider: dr. (B)(6). Subsequent statements provided by the bellafill provider's office: the patient, (B)(6), dob (B)(6) 1986 has had a total of 17 syringes of bellafill beginning (B)(6) 2018. After syringe #16 the patient had mild facial swelling and dr. (B)(6) prescribed a medrol pack. She was scheduled on (B)(6) 2023 for syringe #17 and dr. (B)(6) prescribed a medrol pack for her to take prior to this injection. It did not work. The patient sought medical attention and was given IV steroids, she states she did not have difficulty breathing. Both the 16th and 17th syringes were from the same bellafill dermal filler lot f231017. Manufacturing records and retained lot samples from lot f231017 were reviewed with no issues noted. Bellafill. Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."